Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A social media complaint was received in which the customer reported: " I was diagnosed with ketoacidosis because of this and was in ICU for four days! And yes they fall off and they are not accurate". No further information was provided and customer could not be contacted. There was no report of death or permanent injury associated with this event.

Event description:
A social media complaint was received in which the customer reported: "... I was diagnosed with ketoacidosis because of this and was in ICU for four days!!!!!!!! And yes they fall off and they are not accurate". No further information was provided and customer could not be contacted. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.